Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The smartpass has programmed itself off due to the low intrinsics. Technical services advised some programming options. The clinic reprogrammed the sense setting to primary. Later, the patient received another inappropriate shock. The patient will come back in for rescreening. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The smartpass has programmed itself off due to the low intrinsics. Technical services advised some programming options. The clinic reprogrammed the sense setting to primary. There were no adverse patient effects. And replaced with a transvenous system.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The smartpass has programmed itself off due to the low intrinsics. Technical services advised some programming options. The clinic reprogrammed the sense setting to primary. The entire system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The was returned in two pieces. The electrode portions were thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.